Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.